Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neuros timulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was having difficulty recharging the device. Environmental/external/patient factors that may have led or contributed to the issue included the ins being a recently implanted device, they replaced an sc battery in right chest, and the patient is no table to achieve recharging coupling. Diagnostics/troubleshooting involved the rep meeting with the patient on (B)(6) and they were able to achieve 2 bars of coupling only. The tablet indicated the last 6 charging sessions had 0 coupling bars. Battery is low but on. Antenna locate revealed 46 at highest coupling. Interventions/actions included giving the patient adhesive discs. They showed them the proper area to place antenna. The doctor indicated that the device was placed in the same pocket as the previous battery. Patient said that she requested the same implant location which was under the muscle to keep it from showing through her skin. They cannot feel the ins through the skin and it is difficult to locate spot for recharging coupling. The patient was made aware it will take longer to charge with 2 bars. She will fully charge when she gets home. It is unknown if the issue is resolved at this time. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating no further actions/interventions were taken to resolve this issue. The cause of the recharging issue was due to the device being implanted beneath the muscle. The issue is not resolved. This information was confirmed by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the ins was not overdischarged. Battery was empty and off. However, due to difficulty charging with 2 bars of coupling a revision is planned to implant closer to the surface. This is not scheduled yet. This information was confirmed by the physician.

Event description:
Additional information was received: it was reported that the rep suspects the battery is in overdischarge as the doctor was not able to communicate with the device. The rep was on their way to the doctor's office to see the patient. The rep said the ins was implanted under muscle and may have poor recharge coupling. It was reviewed that poor coupling may have been reason for overdischarge. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.